Event description:
There was an allegation of questionable calcium results from the cobas 8000 c702 module. Example 1 initial result was 1.5 and the repeat result was 2.14. Example 2 initial result was 1.55 and the repeat result was 2.23. Example 3 initial result was 1.48 and the repeat result was 2.17. Example 4 initial result was 1.88 and the repeat result was 2.3. On (B)(6) 2025: example 5 initial result was 0.75 and the repeat result was 1.54. Example 6 initial result was 1.63 and the repeat result was 2.0. Example 7 initial result was 1.69 and the repeat result was 2.3. The unit of measure was not provided.

Manufacturer narrative:
The reagent lot number was 841368. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer but did not find any issues. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.